Event description:
Note: upon investigation and receiving further information from source, bone condensation is an expected finding indicating osteointegration. There is no injury or intervention noted as a result of this finding as it is considered expected. Therefore, this complaint shall be set to not a complaint. Please delete this case from your system.

Manufacturer narrative:
Investigation results were made available. Note: upon investigation and receiving further information from source, bone condensation is an expected finding indicating osteointegration. There is no injury or intervention noted as a result of this finding as it is considered expected. Therefore, this complaint shall be set to not a complaint. Please delete this case: (B)(4) from your system.

Manufacturer narrative:
Additional information was received. X-rays and surgical reports were received and will be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Medical product: shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners catalog no#: 00875704801 ; lot#: 61722788. Biolox delta ceramic taper liner, size gg / 32 i.d. For use with 48 mm o.d. Size gg shell catalog no#: 00877500832 ; lot#: 2597828. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset. Catalog no#: 00771101320 ; lot#: 61402986. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and is monitored due to unknown reasons. Patient had bilateral bone condensation seen on 7th year x-rays during the follow up of a clinical study.